Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to dislocation. This event report was received through clinical data collection activities.

Event description:
It was reported that the dislocation was accompanied by pain and functional impairment which reappeared after the patient slept on the right shoulder. Muscle retraction which prevented the (closed) reduction of the subluxation. There is no sign of loosening and no sign of inflammation. No additional information provided.. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00485, 1038671-2018-00486, 1038671-2018-00487.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, trauma, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of dislocation of the right shoulder joint devices is most likely related to the trauma of "sleeping on the shoulder" and the patient's underlying conditions to include previous shoulder maladies. This device is used for treatment, not diagnosis.